Event description:
The customer reported the system was getting over 20 r output and needs it turned down. No pt injury was reported.

Manufacturer narrative:
(B)(4). The ge service rep adjusted the ma limit file and lowered the max dose rate in boost to 17.5rmin. The system operates as intended.